Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as the best estimate based on the radiation therapy finished date. Block d4 and h4 the complaint was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block f6: h6 problem code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on an unknown day. The patient completed his external beam radiation treatment in (B)(6) 2022. In (B)(6) 2023 the physician reported the patient developed a fistula due to the implanted hydrogel, therefore he suspected the hydrogel was implanted in the rectal wall. However, the hydrogel hydrolyzed and is no longer in the patient body to confirm this information. The patient's current condition is unknown. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.